Manufacturer narrative:
This investigation was conducted in response to a customer report of problems with fibers crackling and becoming unattached from the laser during procedures. A device history record review was conducted and confirmed that there were no deviations or variances in the manufacturing process and the products met all dmta specifications prior to release. Past complaints were reviewed and at this time, there is no trend identified. One of the suspect fibers was evaluated and it was confirmed to be burnt. Based on the information received, there could be multiple contributing factors to this malfunction like the laser is out of alignment or incorrect user handling. There were no defects identified in the manufacturing process related to this complaint. A fiber burn is identified as a medium-level risk. There was no patient impact as a result of this malfunction. At this time, no further actions by dmta are determined to be necessary.

Event description:
Dmta received a customer complaint that fibers would crackle and disconnect from the laser during procedures.